Event description:
It was reported by service report that the bed exit alarm does not work. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Result: bed exit module.